Event description:
It was reported that during surgery, the actual depth of the device differs significantly from the set depth and is too shallow. There was no patient harm. There was no medical intervention. There was no additional skin graft. There was a 5 - minute surgical delay. Another device was not required to complete the surgery. Due diligence is complete, there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp-(B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in china.